Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was not treated for the event. At the time of this report the patient outcome was unknown. The action taken with dianeal and extraneal was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had a break in aseptic technique further described as the customer did not wash their hands which led to peritonitis manifested by cloudy effluent. On the same day as the manifestation of cloudy effluent, the patient was diagnosed with peritonitis. On the same day, the patient began treatment with injection (inj) reflin (1 gram, intraperitoneally (ip), once daily) and inj fortum (1 gram, ip, once daily) for the event of peritonitis. At time of this report, the antibiotics treatment was ongoing and the patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.